Event description:
IV heplock was removed from pt for a routine change and the catheter broke in half. A piece remained in the pt. The nurse recognized it immediately and was able to push the rest of it out. The entire length was retrieved. No harm to the pt.